Event description:
As reported: "pt. Presented with some symptoms of a soft-tissue injury of a previously revised [right] knee (previous dos: (B)(6) 2021). Dr. Performed a soft-tissue repair and swapped out the ts+ insert as part of his I&d protocol. No complaints have been filed against the components themselves."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.